Manufacturer narrative:
Additional information was received on 02-nov-2021, providing the facility name. Therefore, processed e. Initial reporter section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Requested translation for the facility name. However, no further information has been made available. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The investigation summary was completed on (B)(6) 2021. An analysis was performed on the video that was provided by the customer. A video showing the catheter shaft was received for analysis. The video does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and shaft proximity interference (spi) screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax. On the thermocool® smart touch® sf uni-directional navigation catheter. The shaft proximity interference (spi) screening test was performed in accordance with bwi procedures. The returned sample was connected to the carto 3 system, and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified as part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially it was reported that during the procedure, there was blood leakage in the catheter tip and there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biological material was assessed as not MDR reportable. This does not pose any risk to the patient. If tissue was present and was noted during the procedure but the patient is free of symptoms or distress of any kind this is not reportable. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was reddish material inside and a hole in the pebax observed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.